Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence and mesh was implanted along with concurrent vaginal hysterectomy. It was also reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2014 by (B)(6).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that the patient underwent anterior colporrhaphy, vaginoplasty, labioplasty of labia minora and majora on (B)(6) 2012, due to cystocele, vaginal relaxation, and labial hypertrophy of the labia minora and laxity of the labia majora. No additional information was provided.